Manufacturer narrative:
A supplemental report will be submitted when final service report becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) "gas leak" alarm was displayed approximately every two hours despite a voluntary purge. The customer informed that patient was lying down without any movement so there is no kinking on the catheter. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b1, b4, d9, e1 (event site email), e2, e3, g3, g6, h2, h6 (investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h10, h11 corrected fields: d5, h6 (health effect ¿ clinical code). A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) "gas leak" alarm was displayed approximately every two hours despite a voluntary purge. The customer informed that patient was lying down without any movement so there is no kinking on the catheter. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) "gas leak" alarm was displayed approximately every two hours despite a voluntary purge. The customer informed that patient was lying down without any movement so there is no kinking on the catheter. It is unknown if there was any patient harm/injury; however there was no adverse event reported.